Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been running between 200 mg/dl and 400 mg/dl after meals. The customer has been feeling more tired than normal. The insulin pump also alarmed motor error and the patient's blood glucose was 494 mg/dl after the alarm occurred. Troubleshooting was declined for the high blood glucose but initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. A rewind was performed successfully without any alarms. The manual prime, self test, and displacement test also passed. The customer was advised that the motor error alarm was caused by a connection issue. The customer was advised to monitor the insulin pump. No products were returned or replaced.